Event description:
On [date redacted], the doctor began the procedure of placing the new custom chest wall implant specifically made for patient based upon her CT scans. The new implant appeared to be much too large for the patient and so the doctor extensively trimmed off the anterior surface of the implant to accommodate rotated latissimus muscle. (It appeared to the doctor that the implant was not designed to accommodate the latissimus implant). After narrowing the area, the latissimus implant had been brought across the anterior axillary fold. At that point, applying the patient's implant was much better positioned. In addition, the patient was concerned about the implant impinging on the abdominal site, so the implant was shortened in length. One of the two tabs (to help fix the implant temporarily to the patient when it is implanted) was removed with trimming. Only the chest wall reconstructed implant was placed in position. Two and a half months after implantation, the chest wall prosthetic device extruded and the doctor removed the implant from the patient. The implant was cleaned x2 in the sterile processing department and given to the physician per his request.